Event description:
**Update** (B)(4) 2013 - litigation papers received. Doi provided. Invoice located and part/lot information updated. Litigation alleges disfigurement. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate a patient is bilateral. Patient was revised on right hip due to pain and metallosis, fair amount of clear fluid, and stem appeared to be loose. Doi: unknown, dor: (B)(6) 2011 (right side). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible as the required product/lot combinations were not provided. The investigation can draw no conclusions with the information provided. However, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate a patient is bilateral. Patient was revised on right hip due to pain and metallosis, fair amount of clear fluid, and stem appeared to be loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.